Event description:
The customer reported that while working on the pt's spleen the device was leaned up against the small bowel and a small bowel burn occurred. There was no perforation to the bowel. Sutures were used to correct and repair the area. The pt is reported as recovered from this procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.